Manufacturer narrative:
The customer¿s complaint of a system error 225-12-275 exhibited during patient use was not confirmed nor replicated. However, at the time of the reported incident, an 800.8000 error was logged indicative of the system error experienced by the user. A detailed analysis of the system logs identified the error event occurring on (B)(6) 2018 at 4:19 am, at the time the incident was reported. The 800.8000 error is a general os (operating system) fault. The error can be triggered by either software anomalies or defective hardware. During an error 800.8000 event, a non-silenceable high priority alarm will be induced and status indicator lights on modules will flash red. All attached modules actively infusing will continue to infuse until complete or until the system is powered off. Based on software engineering results, this error condition is suspected to have generated by a hardware anomaly produced by a low level failure in the os (operating system), not in the application. Conversely, software engineering was unsuccessful in determining the exact root cause of the error event. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that the nurse stated that the pump alarmed code 225-12-275 during patient use. The nurse discontinued the device and sent it to the biomed department. There was no patient harm.